Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that the patient was in a vehicle accident on february 12th and since then they had had difficulties connecting the handset and communicator to the stimulator. The doctor checked the device and said it was in the right position. They did an x-ray to make sure nothing had moved. The patient was getting the message device not responding, reposition communicator over device. Even the doctor tried and it said the same message appeared. The patient talked to a manufacturing representative (rep) last night and the rep told them to call patient services (pats). The representative didn't know what the issue was. The caller got disconnected. Called patient back and got voicemail and left message to call back pats. A call back was received from the patient stating that they had received a missed call. The caller repeated the same information in regards to the device showing not responding when attempting to connect to the handset. The caller repeated the same information in regards to the healthcare provider  (hcp) checking the ins. The caller stated that they were told the ins should last up to 12 years. The caller confirmed that they were not having any return of symptoms. The agent attempted to walk the caller through the steps of connecting to the app, but they were seeing a low battery message. The caller confirmed that they were seeing a yellow battery on the tm90. The agent reviewed to charge the tm90 for at least an hour, and call back for further assistance.

Event description:
Additional information was received from the healthcare provider (hcp). The accident's effect on the implant was unknown. They said the patient sated that since the accident, they noticed a change in symptoms and couldn't connect to the device. There did not appear to be any disruption of lead placement on sacral x-ray. The cause of the inability to communicate was unknown. It was unknown if this was due to normal battery depletion. They said that if [manufacturer] couldn't figure out the issue then they may need a complete device replacement. It is unknown if the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they first spoke with this patient on wednesday, november 13, following their missed third reprogramming appointment. At the time, the rep was unaware of the motor vehicle accident (mva) or any communication issues. The patient contacted them for reprogramming but they were in the or. Knowing it would be some time before they could respond, they provided the patient with the customer service (cs) number for a quicker resolution. They noted that they did not have any communication with this patient in october.